Event description:
It was originally reported that the device failed its self-test and would not turn on. A second report was received that the device was on and turned off. A solid light was on under "vs," and the device could not be turned on, even with the emergency button, until the battery was removed and replaced. Further information was obtained during follow-up reporting the device was being used on a pacer dependent patient during open heart surgery. When the device didn't work, the patient became asystolic for a few moments. The device was switched with another one. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. A potential button issue was noted, and part of the reported event was able to be replicated, by holding down a button while powering up the device. However, the initial evaluation included a keypad functionality check, where proper keypad function was found. The upper and lower cases and side bail covers were noted to be broken.